Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: a labeling review did not reveal any anomalies as it states: system failure, which can occur at any time due to random failure(s) of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure are a known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Investigation conclusion: based on all available information, review of the images provided from the field showed that high impedances were identified. However, a labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation (scs). Therefore, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient was not getting adequate pain relief. It was also noted that the lead had high impedances. The patient underwent a revision procedure wherein a lead and the implantable pulse generator (ipg) was replaced. The patient was doing well postoperatively, and the explanted device components were not returned.

Event description:
It was reported that the patient was not getting adequate pain relief. It was also noted that the lead had high impedances. The patient underwent a revision procedure wherein a lead and the implantable pulse generator (ipg) was replaced. The patient was doing well postoperatively, and the explanted device components were not returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 751014, UDI: (B)(4).